Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device did not turn due to a jammed motor was confirmed. It was found that the motor was stuck. Further, there was a short circuit in the motor cable and the resistance value of the keypad of the hand control set was out of range. The motor, motor cable and the hand control set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the device is one possible root cause of the damage to the motor, causing it to stick. Further, the fluid ingress may have damaged the motor cable, resulting in short circuit. However, given the information provided, we cannot determine a definitive root cause for the same, along with that of the defective keypad of the hand control set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/08/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the motor on the micro tornado hp w handcontrol device was jammed and did not turn. During in-house engineering evaluation, it was determined that there was a short circuit on the motor cable on the device. There was no surgical delay as another like device was used to complete the surgery. There were no patient consequences reported. No additional information was provided.